Manufacturer narrative:
E.1.(B)(6). H.6: investigation summary: bd received one (1) sample and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for improper assembly causing the hemogard closure to not be placed on the tube correctly was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for improper assembly of hemogard with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly of hemogard closure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using the bd vacutainer® edta 2k blood collection tube, the hemogard shield had a molding defect. There was no report of impact to the patient or user.